Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim. Reported by the customer that infusion was alarming. The device was alarming fluid side empty container and was displayed on the pump module. Container was not empty and when they opened the channel to investigate, the IV tubing was flattened.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing flattened and working improperly could not be verified due to the product not being returned for failure investigation. The customer reported the medication and tubing were sent to pharmacy, pump and equipment to clinical engineering, but as of now, bd has not received the tubing. The root cause of this failure could not be identified without a failure investigation. A device history record review was not performed as the lot number is "unknown" for this complaint.